Event description:
The customer returned the product for dso seal was bubbled and delaminated, during device analysis, a degraded downstream occlusion (dso) seal was found. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no previous service. The initial customer reported issue was not confirmed. Further investigation found a degraded downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all tests after the repairs.